Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received at normal elective replacement indicator (eri) range of operation. Analysis of device image was performed and no anomalies were noted. Functional analysis of the device did not find any anomalies. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.